Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of the event, it was reported that the cgm displayed a value of 61mg/dl and the bg meter displayed 33mg/dl. Patient stated that she caught her low and her husband brought her juice. At the time of contact, patient was in good condition. No additional event information was reported.